Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose level (bg) of 30 mg/dl. Reportedly customer administered too much insulin to themselves, it was not stated whether insulin was administered via a bolus or manual injection. Customer required assistance to treat low bg and consumed carbohydrates to address. Recommendation was made for customer to discuss event with a healthcare provider. Reportedly, customer reverted to an alternate method of insulin therapy.